Event description:
An altitude alarm was reported for the pump, causing an interruption in insulin delivery. The customer declined to provide their blood glucose level at the time of the event. A representative instructed the customer to remove obstructions from the speaker holes, clean them, and try to resume insulin delivery. However, the insulin could not be resumed immediately, and the customer was unable to load a new cartridge at that time. The customer was advised to load a new cartridge when ready and to follow prevention tips for altitude alarms, acknowledging the guidance provided.